Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 15-nov-2015: ptc global number is (B)(4). Final assessment: as of 9/02/ 2015, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since no product was returned for investigation, we cannot confirm this quality complaint however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. It is possible during the manufacturing assembly process a small gap was left between the inner coil and inner catheter (they should be butted together during assembly). When the outer coil of the micro-insert is wound down a small portion of the coil can become trapped in the gap. If a device has this issue, when the physician presses the button to release the micro-insert, the outer coil may sever itself as it is being deployed from the catheter. This severing occurs inside the catheter prior to the pieces being deployed from the catheter. The severing of the coils inside the catheter does not pose a significant risk to the health of the patient. The possibility of pieces of the delivery system or micro-insert breaking off is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this product technical complaint was initiated due to reported technical product issue (breakage). The adverse event case also refers to a usability issue (complicated insertion). However, no medical events have been reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. According to the technical assessment a quality defect was not confirmed but considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Although the technical investigation concluded a potential causal relationship between the technical issue reported and a quality defect, the assigned final risk category ill reflects a defect which does not pose significant hazard to health. Since no medical events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, a causal relationship between the potential product quality issue and adverse events cannot be assessed, as no medical events were reported at this point in time. Follow-up information received on 24-nov-2015: despite follow up attempts, no further information could be obtained. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 24-nov-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, at release, left insert broke at the fifth coil level and floated in cavity. The insertion procedure was stopped. This event, interpreted as device breakage, is non-serious and anticipated according to the technical assessment. Single cases have been reported of essure breakage, most often during difficult insertions. In the present case, the left insert was normally inserted but during release it broke at the fifth coil level. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to the technical assessment a quality defect was not confirmed but considered plausible. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a pharmacist in (B)(6) on 21-aug-2015 which refers to a (B)(6) female patient who had an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2015; lot number used was c64471. The pharmacist reported the event occurred in the operating room and during placement; the left insert was normally inserted and during release, left insert broke at the fifth coil level and floated in cavity. There was no cause related to the patient that could explain the event. Bilateral placement of essure was not performed and the procedure of insertion stopped. The consequences reported were: doubt about obturation of fallopian tube and operating time extended. Follow up information received on 26-aug-2015: the (B)(4) number for this report is (B)(4). Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure, at release, left insert broke at the fifth coil level and floated in cavity. The insertion procedure was stopped. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. Single cases have been reported of essure breakage, most often during difficult insertions. In the present case, the left insert was normally inserted but during release it broke at the fifth coil level. Since the device breakage occurred during essure insertion procedure, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and further information have been requested.